Event description:
It was reported that the user experienced loss of continuous glucose data transmission from the dexcom g7 sensor to the ilet pump, while the dexcom g7 mobile app continued to display glucose readings; the user restarted the ilet and toggled the g6/g7 connection setting, after which ilet glucose readings resumed and were in range. Symptoms included no reported adverse physiological effects. Outcomes included no injury and no need for medical intervention. Investigation included guided troubleshooting and user education regarding cgm connectivity and device settings. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with restoration after user-performed reconnection steps, consistent with intermittent signal loss without device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable connectivity disruption.